Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer and keyboard were failed. A field service engineer (fse) found that issue with the unit drawers being off the bus was troubleshot, and the network cable was found plugged into the incorrect port. The cable was reconnected to the correct network port, and all drawers were back on the bus. The fse returned the next day with a new keyboard, replaced the faulty keyboard, rebooted the station, and tested the keyboard with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer and keyboard were failed. User tried to reboot but issue persist. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.